Event description:
It was reported that the camera head exhibited scope communication error e226 and flickering at screen during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, the flickering at the screen failure was confirmed, and the scope communication error e226 was not reproduced. In addition, the following reportable malfunctions were identified during the device evaluation: the coupler had corrosion and charged coupled device unit malfunction a root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: image flickering was due to faulty cable should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.